Event description:
The facility reported that a pt was receiving fentanyl 25-50mcg q 1 hour prn post-operative for repair of colotomy and sigmoid colon d/t perforated colon when the pt expired. Per the safety coordinator, the death was unrelated to the use of fentanyl and the colleague pump. The cause of death is listed as an exacerbation of copd (chronic obstructive pulmonary disease). The pt had a dnr (do not resuscitate) order, did not want to be resuscitated or intubated. The pt reportedly had experienced breathing issues since admission to the hosp. The pt's o2 level on (B)(6) 2007 was 84% on room air. The pt was receiving o2/nasal cannula at an unk liter rate.

Manufacturer narrative:
The pump serial number is unk and the device is not able to be located for return for eval. A request for the return of the device has been made. Should the pump be received for eval, a f/u report will be filed upon completion of an eval or if any add'l info becomes available. (B)(4).